Event description:
Customer reported to beckman coulter, inc. (Bec) that they were using drug calibrator 1 reagent and noticed a slow leak coming from the level 1 bottle near the top of the screw cap. Customer reported that they noticed the leak while filing the content into the sample cup of the unicel dxc 600i synchron access clinical system and realized there was not much solution in the bottle. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)